Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that the balloon did not deflate. A 4.00x28mm promus premier stent was deployed in an unspecified vessel, however, the stent delivery balloon would not deflate. The physician was eventually able to pull the balloon out of the stent. There were no patient complications and the patient condition was fine.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found that the stent had been deployed. The balloon was not refolded and contrast was visible in the balloon inflation lumen. It was noted that the hypotube was severely kinked at various locations along its length and the midshaft was twisted/ rotated between approximately 10cm and 10.6cm proximal to the port. This type of damage would cause a deflation problem. The shaft was stretched at the wire port extending distally for 9mm. The distal edge of the bicomponent was stretched however the bicomponent bond was intact. There was no evidence of any neckdown at the proximal weld region. During analysis it was possible to inflate the balloon using an encore inflation device to rated burst pressure (rbp) of 16 atms with no issues noted. A vacuum was then pulled and the balloon deflated fully within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the balloon did not deflate. A 4.00x28mm promus premier stent was deployed in an unspecified vessel, however, the stent delivery balloon would not deflate. The physician was eventually able to pull the balloon out of the stent. There were no patient complications and the patient condition was fine.